Event description:
It was observed that during the device evaluation, the subject device exhibited a power switch that does not turn back on. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the power switch does not turn back on. The information obtained from this complaint and the investigation results did not allow us to identify the cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.